Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: "did the device deliver any staples? Yes. If yes, were the staples formed properly? No. If yes, was the staple line complete? Did the device cut? Unknown. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? No. If yes, did the jaws eventually open? Yes".

Event description:
It was reported that during an unknown procedure, the ets-flex 45 articulating linear cutter would not adequately fire during use. It delivered malformed staples, but it's unknown if the device cut. It was not difficult to open and close. It is unknown how the case was completed. There were no patient consequences reported.